Manufacturer narrative:
Pump received with button error alarm and intermittent act button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 218 mg/dl. The customer stated that the device have it in her bra when she went out, possible condensation. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.